Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, this greenlight laser emitted a green flash. Upon examination of the fiber, a red spot was detected on its exterior. Another fiber was used to complete the procedure. It was noted that this issue resulted in a delay of patient care and exposure of medical staff to laser radiation. No staff injuries or patient complications were reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, this greenlight laser emitted a green flash. Upon examination of the fiber, a red spot was detected on its exterior. Another fiber was used to complete the procedure. It was noted that this issue resulted in a delay of patient care and exposure of medical staff to laser radiation. No staff injuries or patient complications were reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body break between the input connector and the control knob confirming the reported clinical observation. It is probable that excessive manipulation during set up contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.